Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was requested about the event, but was unavailable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. Detection methods associated with the event are written in "operation manual: chapter 3: preparation and inspection". Prevention measures associated with the event are written in "reprocessing manual: chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the pressure in the channels of their evis exera iii colonovideoscope was too high. Upon inspection and testing of the returned unit, foreign material was found lodged in the nozzle of the device, which necessitated the replacement of the nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of channel pressure was confirmed; the air and water values were out of specification. The following additional findings were also noted: assorted cracks, scratches, peeling paint, a shortened bending tube, angle play, and angulation out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.